Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 200 units of insulin. There was no adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.